Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. (B)(4). Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. Unit received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25 and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 331 mg/dl. The customer was assisted with troubleshoot and customer stated the display did return. The customer also stated power error detected. The customer stated that power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.